Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead will be explanted due to and infection and pocket erosion. It was noted that the header of the device is exposed and the patient is pacemaker dependent. Additional information was requested; however, no further information is currently available. Subsequently, a revision procedure was performed and this lead was explanted.